Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The analyst noted that it cannot be determined at this time how the blood entered the superior vena cava leg. No cuts were present in the proximal segment returned.

Event description:
It was reported that the patient presented to ER (emergency room) due to syncope/dizziness. The right ventricular lead was reported to have oversensing, noise was observed on the pace/sense electrogram, and there was an increase in impedance. The noise caused inhibition. The lead was partially removed and replaced. It was also noted that at the time of replacement the lead exhibited an apparent cut from possibly a blade in the yoke area even though no blades were used during this surgery. No further patient complications have been reported as a result of this event.